Manufacturer narrative:
The subject device and the black foreign material were returned to omsc for evaluation. In the evaluation, omsc confirmed the black foreign material on the distal end. Omsc also confirmed that a water leakage from the instrument channel of the subject device. As a result of checking the inside of the channel with an ultrafine scope, a pinhole and scratches were confirmed around the distal end of the subject device. Omsc conducted a component analysis for the black foreign material. Omsc concluded that the black foreign material was a carbon-based material. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of this phenomenon could not be conclusively determined, however there was the possibility that this phenomenon was attributed due to accidental shooting of the laser or interference of endo therapy accessories.

Event description:
Olympus medical systems corp. (Omsc) was informed that a black foreign material fell off from the instrument channel of the subject device, after an ureter lithotomy procedure that was used a laser, when the subject device was reporocessed. The procedure was completed. There was no patient injury associated with this report.